Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device evaluation, the reported angulation issue was confirmed. The bending angle in the up direction did not meet with specifications: this issue occurred due to a dented bending tube and a worn angle wire. The up/down knob had excess play caused by a worn angle wire. Functional testing showed the device did not meet with air supply volume or water removal ability requirements; this was caused by the foreign material at the nozzle. Also, the device did not meet with insulation resistance specifications due to peeling and chipped adhesive at the bending section. Examination found the following issues: the light guide bundle had breakage; the adhesive around the objective lens was peeling; the light guide lens was cracked and scratched; the light guide lens adhesive was peeling; the connector cover was scratched; and the connecting tube was scratched and discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there was no deviation from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The device was returned to olympus for evaluation. The evaluation found there was a foreign object inside the nozzle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was inside the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water and the nozzle was cleaned with lint-free cloths/brushes/sponges. The air/water nozzle was flushed with detergent solution and there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.